Manufacturer narrative:
According to the available information this titan touch device was implanted on (B)(6) 2017 and removed/replaced on (B)(6) 2021 due to tubing breaks in the clear tube above pump and black tubing coming off the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tube of cylinder 1 at the tube/strain relief junction. This positioning also resulted in a separation within abrasion on the exhaust tube of cylinder 2. Separations of these types could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information, additional information received on 01/22/2021: tubing break clear tubing / black tubing reservoir. This device is being sent back. 2 tubing breaks: clear tube way above pump, and black tubing coming off the reservoir. Device removed and replaced.